Manufacturer narrative:
The reported failures of evt_obm_valve_failure and evt_o2_flow_stuck are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to an unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to a service center for preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation, the service technician observed vent service required error codes e081 (evt_obm_valve_failure) and e149 (evt_o2_flow_stuck) in the error log. These errors indicate that the o2 proportional valve, which controls the flow of oxygen to the blower inlet, is either mechanically stuck in the closed or open position, resulting in a cessation of o2 flow communication. Consequently, the sensor is relaying the same value. To resolve these issues, the oxygen blender module (obm) subassembly will need to be replaced. Additionally, as part of the preventative maintenance, both the detachable battery and the internal battery will also require replacement. The obm harness and the system pca will also need to be replaced. The machine's flow sensor and one proximal in-line filter were found to be contaminated with dust. As part of the 4-year preventive maintenance procedure, the air foam inlet filter and the particulate filter will be replaced, and a pm label will be added to the unit. Further data analysis revealed additional error codes that are consistent with normal device operation and expected usage conditions. These codes are not considered reportable under medical device reporting requirements, and no evidence was found to suggest that the error codes contributed to or caused the reported event. The software will be updated to version 1.06.15.00.